Event description:
A malfunction was reported on the customer's pump, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to reset the pump, but after contacting technical support again, they received assistance with the reset process. The malfunction did not recur, enabling the customer to continue using the pump. Technical support advised the customer to reach out again if any issues persisted, which the customer acknowledged and understood.